Event description:
The physician reports that a patient underwent cataract surgery with placement of the crystalens iol in his right eye. Preoperatively, the patient's bcva was 20/20 and his manifest refraction was +0.50 sph. Postoperatively, the patient was unhappy with his outcome (postop bcva was 20/20, mr unchanged). Secondary surgical intervention was performed to reposition the lens and then the lens was exchanged for a multifocal iol per the patient's request. After the lens was exchanged, the patient's bcva was 20/20, plano. The physician believes the crystalens was not vaulting properly.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.